Event description:
The etco2 (end-tidal carbon dioxide) analyzer experienced a pattern of abnormal, normal, and then abnormal functioning during an operative case. During its error state, it would not display an etco2 reading or showed hash marks of co2. The analyzer was replaced during the case with another machine.